Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus stent was used during a ureteroscopy with stent placement procedure performed in the left kidney on (B)(6) 2018. According to the complainant, during the procedure, and inside of the patient, the stent broke into two parts upon pulling the retrieval line. The broken piece was completely retrieved from the patient with the use of a grasper. The procedure was completed with another percuflex plus stent. There were no patient complications reported as a result of this event.